Event description:
Patient had gastric band placed in (B)(6) approximately 10 years ago and underwent 3 adjustments because she started regaining weight, the last being about 3 yrs ago at another facility. An upper gi at the beginning of this year showed intragastric band erosion involving the proximal and left lateral aspect of the band into the stomach. After band removal, stomach had to be repaired with an omental patch. Patient discharged without problem.